Event description:
New information received, notes that a re-occurrence of post-paced t-wave oversensing was observed. Programming changes were made. There were no patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, non-sustained rv oversensing due to post-paced t-wave oversensing was observed. The patient was not affected due to the oversensing. No change was made. Programming changes were mentioned when the patient presents in clinic. No patient consequences were reported.